Event description:
Rptr is interested about the safety of their electric wheelchair. Rptr was told that their chair is not safe for riding in a car or bus. Rptr has to use chair to get to school and other places. The owner manual says chair is not intended for transport. It is a medical device.